Event description:
Pt had cryotherapy to treat abnormal pap smear. Physician was using this equipment. The "o" ring at the site of the removable tip was bad and nitrous oxide leaked out, causing stinging sensation and discomfort. No add'l medical care was required.